Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) suggested disconnecting the network cable and having a user log in again to check responsiveness. And if this was the case then instructed to report to the hospital information technology to investigate the slowness. Customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse tried to login in 3 ed but device is very slow to allow user to process. This also include edminor and edpsych station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.